Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2021 and the patient was re-implanted with a new device during the same surgery. This report is submitted on 22 march 2021.

Manufacturer narrative:
This report is submitted on 20 november 2020.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.